Event description:
It was reported that a patient developed a stage 3 ulcer in the perianal area underneath the faceplate of the actiflo indwelling bowel catheter. The actiflo was removed from the patient and the wound nurse was consulted. The hospital said there was no product malfunction, there was no blood loss and that the treatment was the removal of the device from the patient.

Manufacturer narrative:
The hospital was unable to provide information regarding the length of time the device had been in use at the time the ulceration was noted. The hospital was unsure whether it was related to clinical practice, product use or new hospital beds.